Event description:
During a center visit, the patient's mother stated that her child had been hospitalized for treatment of bacterial meningitis in 2006. The patient was given IV antibiotics (type unk).

Manufacturer narrative:
Advanced bionics is in the process of collecting the required clinical information.